Manufacturer narrative:
The patient's included in this study were treated with negative pressure wound therapy from (B)(6) 2006 - (B)(6) 2011. It is unknown when the events occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged complications are related to v.a.c. ® therapy. There have been several attempts made to gather additional information, but there has been no response. It is unknown what injuries occurred and if medical/surgical interventions were required.

Event description:
On (B)(6) 2015, kci received article, pauli, eric m., krpata, david m., novitsky, yuri w., rosen, michael j. Negative pressure therapy for high-risk abdominal wall reconstruction incisions, surgical infections, 14( 3), 2013. Doi: 101089/sur.2012.059., that reported 2 major complications while on. V.a.c.® therapy. No additional information was provided. These units types and serial numbers were not provided, therefore, kci cannot conduct a device evaluation of the unit.